Event description:
Upon removal of the broken plate referenced in per 18-07-004, dr. (B)(6) implanted a 300-50-003 4 hole vlc gridlock plate on (B)(6) 2017 in an attempt to fuse the metatarsal base fracture on a (B)(6) male patient. The broken plate that was removed from the patient was not returned for review as it was discarded at the case. The patient came in for post-op review (date of review is unknown) with no reported pain. X-rays revealed that the plate was broken and fusion had not occurred. Dr. (B)(6)confirmed that the patient was noncompliant. The revision surgery was scheduled for (B)(6) 2018. See MDR 3007420745-2018-00011 for the outcome.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) unknown. The event is considered to be the plate breaking as a result of patient noncompliance. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. All possibilities are listed below. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. As a result of item 5 above, device manufacture date (h4) could not be confirmed. All possibilities are listed below. 9. Section h9 n/a to this report. 10. No files attached to this report. Corrected information provided in follow-up submission: b5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. D2 - common device name (product code is correct in initial submission). D3 - email address removed and fax number added. D5 - operator of device corrected to patient/lay user as the event is a result of patient noncompliance. The operator of the device when the event occurred (plate breaking) was the patient. E1 - initial reporter (and associated telephone number) corrected to physician who reported the event to the distrubutor (sales representative). State corrected. Sales representative's email address removed. Section f is n/a to this report. G3 - report source corrected to health professional and distributor and selection for company representative removed. Investigation summary (omitted with original submission). DHR review: while the specific lot number of the involved plate (4 hole vlc gridlock plate, 300-50-003) could not be identified, the following lot numbers were identified and reviewed as possibilities: 1. Lot #tsl000406 [manufactured 09/25/2013, UDI: (B)(4) which had no associated reworks (rwks) or deviations. Lot #tsl000406 had one (1) associated nonconformance report (ncr); ncr 13-085 was initiated for the inner diameter of the pin hole or slotted pin hole measuring under specification for seven (7) parts within lot tsl000406. The five (5) largest nonconforming holes were functionally tested (go gage) with a k-wire indicative of intended use, and were found to pass. This led to five (5) parts being accepted on concession and two (2) parts being scrapped. 2. Lot #tsl000496 [manufactured 01/17/2014, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. 3. Lot #tsl000817 [manufactured 05/06/2014, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. 4. Lot #tsl000893 [manufactured 06/03/2014, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. 5. Lot #tsl001558 [manufactured 10/02/2014, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. 6. Lot #tsl002637 [manufactured 07/23/2015, UDI: (B)(4) which had no associated reworks (rwks) or deviations. Lot #tsl002637 had one (1) associated nonconformance report (ncr); ncr 15-186 was initiated for four (4) parts measuring under specification for the pin hole diameter and 14 parts measuring over specification for plate thickness from lot tsl002637. Three (3) of the plates with the pin hole diameter measuring under specification were scrapped because they would not function with mating parts, while the remaining plates with nonconforming features were accepted on concession. 7. Lot #tsl002963 [manufactured 10/01/2015, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. 8. Lot #tsl003085 [manufactured 11/16/2015, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. 9. Lot #tsl001884 [manufactured 02/05/2015, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. 10. Lot #tsl003523 [manufactured 05/10/2016, UDI: (B)(4) which had no associated reworks (rwks) or deviations. Lot #tsl003523 had one (1) associated nonconformance report (ncr); ncr 16-146 was initiated for all 30 parts from lot tsl003523, failing a visual thread verification. Twenty-five (25) parts were accepted on concession because they were determined to have sufficient land to retain a screw, while five (5) parts were scrapped since they did not have sufficient land to prevent a screw from pulling through. 11. Lot #tsl004271 [manufactured 09/08/2016, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. 12. Lot #tsl004272 [manufactured 11/22/2016, UDI: (B)(4) which had no associated ncrs, rwks, or deviations. As a result of this DHR review, it can be concluded that none of the identified nonconformances had an impact on the plate failure that was reported. Zero (0) parts in the above lots exhibited a nonconformance that could compromise mechanical integrity. Visual inspection: parts were not returned to corporate for review as the sales representative was not present at the case. The sales representative was retrained on 07/30/2018. No visual inspection is able to be completed. -complaint log review: a review of the complaint log was completed for part number 300-50-003. One (1) similar complaint was identified. Per 17-09-003 involved a 300-50-003 plate that broke due to patient noncompliance. No other complaints were identified. -surgical technique review: limited information about the case was reported to trilliant surgical. The case occurred in 2017 and no information about the procedure was provided. -conclusion: limited information was provided to trilliant surgical about the event. The root cause of the device malfunction was identified by the surgeon as patient noncompliance.

Event description:
Upon removal of the broken plate referenced in MDR report 3007420745-2018-00009, doctor 1 implanted a 300-50-003 4 hole vlc gridlock plate on (B)(6) 2017 in an attempt to fuse the metatarsal base fracture on a 28-year-old male patient. The broken plate that was removed from the patient will not be returned to trilliant for review as it was discarded at the case. The patient came in for post-op review (date of review is unknown) with no reported pain. X-rays revealed that the plate was broken and fusion had not occurred. Doctor 1 confirmed that the patient was noncompliant. The revision surgery was scheduled for (B)(6) 2018. See MDR report 3007420745-2018-00011 for patient outcome.